Manufacturer narrative:
The device evaluation found the adhesive around the objective lens was peeled. Based upon the results of the investigation, a definitive root cause could not be identified. However; it can be presumed that the defect was caused by stress of repeated use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was shipped in accordance with specifications. The event can be detected and prevented in accordance with the following IFU. The instruction manual operation manual, ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection related to the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited peeling of the adhesive around the objective lens. There were no reports of patient involvement.